Event description:
Patient was revised to address infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and sterilization certifications for the provided product/lot combinations did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. Review of the revision operative report from (B)(4) 2011 revealed that it cannot be determined, with the information provided, that the complaint is product related. The investigation could not draw any conclusions regarding the reported infection. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Ppd and medical records received. Ppd and medical records were received on 12/2/2013 with the alert date of (B)(6) 2013. These records were reviewed for MDR reportability on 5/8/2015. Ppd alleges infection after review of the medical records was revised for dislocation on (B)(6) 2011 for dislocation ((B)(4)) and was revised again on (B)(6) 2011 for infection and only the liner was revised. The patient went back to the operating room on (B)(6) 2011 for infection again and the head and liner were exchanged. The patient went back to the operating room on (B)(6) 2011 for a 3rd time for infection and all implants were removed. The implants placed on (B)(6) 2011 and (B)(6) 2011 are not being reported for infection as the patient already had a positive infection. The liner and head removed on ((B)(6) 2011 and (B)(6) 2011) are reported on (B)(4). There as no mention of cup malpositioning as previously stated in the (B)(6) 2011 revision note.